Event description:
It was reported that the ilet bionic pancreas displayed a blacked-out area in the top right corner of the screen consistent with pressure damage, while device functionality and blood glucose management remained unaffected, and the user requested a replacement. Symptoms included no adverse clinical effects. Outcomes included no impact on therapy delivery, no alarms, and continued cgm use. Investigation included customer education on data sync, shutdown, return process, and delivery timeline, with follow-up to facilitate return of the damaged unit. Investigation of this case revealed a screen visibility issue attributable to physical damage to the display component, without evidence of performance malfunction or data loss. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage unrelated to device performance.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.